Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in switzerland. . It was reported that the patient faced three infusion sets leakage event on 10-feb-2026. The leakage occurred at the site. The infusion sets was in use, with the first issue occurring after three days of use and the second within a few hours of insertion. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.